Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 107, 105 and 401 mg/dl. Tests were done within 10 minutes. Patient is cleaning meter incorrectly and does not use check strips for testing. Patient did not experience any adverse events. No further information has been reported.